Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extended life transfer set was difficult to separate from a solution bag. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Leak testing, clear passage testing, torque testing, and clamp function testing were performed with no issues noted. Visual inspection was performed and revealed a missing chip insert. The cause of the condition was determined to be the missing chip insert. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.